Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens and the lens was torn. Two lenses were used for this patient - see MFR report # 2023826-2009-01314. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): results - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn) - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4)